Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject devices, it is difficult to determine the root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. This document represents our final report.

Manufacturer narrative:
This is to follow-up with u.s. Department of health & human services for maude report# mw5044980. We have submitted the final report for this incident on (B)(6) 2015 with the MDR's reference # 2027111-2015-00525.

Manufacturer narrative:
No product is being returned for evaluation but lot is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "upon removal of device, surgeon noted tip of sleeve missing. Unsure of where abouts".